Event description:
The pt phoned to advise that they developed a lump at the surgical site three or four weeks ago. It has been drained twice and pt is on their second course of antibiotics. Pt said they are a highly allergic person and suffers from asthma. Pt has no problems eating pork and the dr told pt this implant would be fine unless pt was allergic to pork.